Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that approximately 20 patient samples had low results for na+ electrode (sodium) on the cobas integra 400 plus (i400+). On (B)(6) 2018, doctors requested repeats on an unspecified number of patient samples and these repeat results were normal. After this, they repeated all of the low samples. The customer provided data for 23 patient samples and of these, 11 had erroneous initial sodium results that were reported outside of the laboratory. The samples were repeated on the same analyzer and a second i400+ analyzer at a second site. The repeat values from the both i400+ analyzers were believed to be correct. Refer to the attachment for all patient data. It was asked, but not known if any patients were adversely affected due to the event. No adverse events were alleged. The sodium electrode lot number was 21575047, with an expiration date of 21-sep-2018. The field service engineer could not determine a cause. The customer stated that all affected samples were initially tested before regular electrode service maintenance was performed on the analyzer on the evening of (B)(6) 2018. All tests performed after the maintenance repeated as normal. The engineer ran an ise performance check and this passed on all parameters. He checked the mixing and drying; these were within specifications. He ran diagnostic checks and all were within normal ranges. Investigations determined that the issue was resolved after the service actions. A reagent issue could be excluded based on calibration, control, and patient sample repeat data. The investigation was unable to find a definitive root cause.